Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application did not launch after reboot and that multiple hard reboots were attempted with the system remaining at the carefusion startup screen. A technical support specialist identified an incorrect product type causing credential synchronization issues in remote support service, corrected the product type, enabled credential manager, and rebooted the station until the application launched successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurse stated that the application could not be performed and the system logged out of the program when attempted to remove medications. A hard reboot was performed multiple times, however the issue persists, as the screen repeatedly returned to the blue carefusion startup screen and does not complete the system startup. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.